Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the correct date that the patient underwent explantation was, (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 275cc mentor smooth round moderate profile saline catalog: 3501640 lot: 6716212 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a 250cc mentor smooth round moderate profile saline breast prosthesis, experienced left side deflation post-operatively. As a result, the patient underwent unilateral removal and replacement with an unspecified saline breast prosthesis on (B)(6) 2018.